Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report is in reference to the valve being placed too aortic. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate that fast inflation speed, small valve size, horizontal aorta and sigmoid septum all could have contributed to the too aortic placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifescience affiliate in (B)(6), during a transfemoral tavr, a 23mm sapien 3 (s3) valve was implanted too aortic and a dissection in the right external iliac artery (eia) occurred. Access was obtained from the right femoral artery percutaneously. The s3 valve was expanded with +1ml contrast than nominal volume. The delivery system balloon began inflating from proximal (aortic) side and then the valve popped up from the valve positioning area. The valve finally landed in a 100:0 (aortic / ventricular, a/v) position. Paravalvular leak (pvl) was mild-moderate. Post-dilation was done with a 25mm balloon catheter since the delivery system had already been retracted; however, it did not resolve the pvl. Given the valve position and residual pvl, a valve-in-valve was to be performed. A 26mm s3 valve was deployed in an 80:20 (a/v) position. Final evaluation showed the pvl was trivial. Upon withdrawal of the esheath, lower extremity angiography indicated a hemorrhage observation from the right eia due to dissection. A balloon was inserted from the contralateral side and compression hemostasis was performed. Another angiography confirmed there were no bleeding or stenosis in the symptom area, and the procedure was completed. The physician commented on this case as following:¿the inflation speed was too fast. In addition, there must be other factors such as valve size (a bit small), horizontal aorta and sigmoid septum, which was associated with the pop-up. The liner expanded overly as two valves were inserted into. A new sheath should have been used for the second valve.¿

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report is in reference to the valve being placed too aortic. Please reference related manufacturer report no: 2015691-2019-00836.